Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective power distribution board. The archive data was reviewed and contained user advisory (ua) 2 (compression tracking error occurred on the first compression) and user advisory (ua) 28 (loss of clutch connectivity) error messages around the event date. Evaluation of the platform during initial functional testing revealed a user advisory (ua) 28 (loss of clutch connectivity) error message which was attributed to a defective power distribution board and was replaced. Additionally, as part of routine service during testing, the platform was examined and the drive shaft was found sticky and was deburred. This observation was unrelated to the event. Following these, the platform was further tested and passed all functional testing criteria including the load characterization check. The platform operated using a large resuscitation test fixture without error and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 2 (compression tracking error) and user advisory (ua) 28 (loss of clutch connectivity) error messages. Unspecified troubleshooting were performed to clear the observed ua error messages; however, these did not resolve the issue. The reported event did not involve a patient. No further information was provided.